Event description:
Left ventricular lv4 to lv3 lead impedance warning on (B)(6) 2025. Left ventricular lv1 to can lead impedance warning on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).